Event description:
It was reported that an atypical tip tear occurred. Procedure summary a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath was removed, an atypical tear in the 14 isleeve tip was identified. The 14f isleeve tip had a partially detached flap. Patient status no patient complications were reported.

Event description:
It was reported that an atypical tip tear occurred. Procedure summary: a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath was removed, an atypical tear in the 14 isleeve tip was identified. The 14f isleeve tip had a partially detached flap. Patient status: no patient complications were reported.

Manufacturer narrative:
H6 device codes updated, h6 evaluation method codes updated, h6 evaluation result codes updated, h6 evaluation conclusion codes updated. Device analysis: the 14f isleeve introducer sheath was returned and device analysis performed by a boston scientific quality technician. The returned device 14f isleeve introducer sheath was visually and microscopically analyzed. Two (2) of the three (3) expansion seams were expanded with the device tip split at one of the seams. The expanded seams and tip split occurred along the expansion seam which are designed to expand with use to allow passage of ancillary devices; therefore, this is not considered damage to the device. The device tip was partially torn/split at another seam. This tear occurred at the tip/shaft transition with the tip pulled up creating a tab with the tip. Numerous kinks throughout the shaft were present throughout the device shaft. Product analysis confirmed the that the tip was damaged in an atypical manner.